Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc device and the customer was unable to obtain sensor scans. As a result, the customer experienced dizziness and was unable to self-treat, requiring third-party treatment of water and sugar. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirm. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the adc device and the customer was unable to obtain sensor scans. As a result, the customer experienced dizziness and was unable to self-treat, requiring third-party treatment of water and sugar. No further information was provided. There was no report of death or permanent injury associated with this event.